Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a low voltage hazard alarm. The patient who was sleeping who was a using mobile power supply unit became a voltage drop hazard alarm. No health hazard occurred to the patient. It seemed that a low voltage hazard alarm occurred during the mobile power unit (mpu) connection. This patient was asymptomatic. There were no unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment was operating as intended. The cause of the low voltage hazard alarms was unknown, and it was unknown if they were said to be resolved. Log files were not available.